Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. Only the head and strap portion of the mickey were received. The tube and inflation port portions were cut off and were not received. Evaluation of the balloon inflation/deflation issue were not possible due to the adulterated condition of the device. The root cause could not be determined. The device history record (DHR) was reviewed for lot number aa5329f07, and the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the home health nurse that, "the balloon on the tube placed six months ago will not deflate. A paper clip was used without success so an attempt was made to over-inflate to burst balloon to enable removal of the tube. An appointment had been scheduled with the ostomy nurse for the patient." There were no injuries reported. Additional information was received on 02-mar-2017 that states, "the water would not come out of the balloon to remove the device. The gi ostomy nurse cut the device at the abdomen to release the water so the patient could excrete the balloon. The patient did eliminate the balloon. The ostomy nurse said port was clogged." Another like tube was replaced on the patient. There were no injuries reported.